Event description:
It was reported that patient was revised on a right knee due to stiffness and pain.

Manufacturer narrative:
The following other devices were also listed in this report:triathlon ps fem component, cemented; cat# 5515-f-502; lot# adlv.triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# s4rjm.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.an evaluation of the device cannot be performed. Devices were retained at (B)(4). Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding stiffness (arthrofibrosis) and pain involving a triathlon insert was reported. The event was confirmed. Device evaluation found that based on the photographs provided, the bearing surface of the insert shows only minor scratches consistent with clinical use. The underside of the insert appears to show explantation damage. A device history review indicated that there have been no relevant reported discrepancies for the referenced lot. There have been no other similar reported events for the lot referenced. The medical review indicated that the reported stiffness and pain was caused by an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion and scar tissue formation. There was no evidence for procedure-related factors and no information about potential patient-related factors. This problem has no specific device related aspects.

Event description:
It was reported that patient was revised on a right knee due to stiffness and pain.